Event description:
Pt was ordered insulin drip. Nursing times 2 rn's confirmed order and programmed pump. Pump malfunctioned resulting in 100ml's of insulin to be infused over 2 hrs. The involved IV pump was noted as an alaris model # 8015 serial number (B)(4). Dates of use: (B)(6) 2013, less than 12 hrs. Event abated after use stopped or dose reduced: yes.